Event description:
User bought back meter to pharmacy after buying three different botles of test strips and alleging that "they were all testing high". Customer service sent a replacement for the pharmacy.